Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one the device. The visual inspection of the returned product noted the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 4 cm cut line indicating the point where the handle compression had stopped. The anvil clamping mechanism. Pmv performed functional testing which included the reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Replication of the deformed anvil clamping mechanism condition may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.¿ replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
The anvil cannot formation completely. When was the problem noticed: prior to use patient involvement? No. Patient injury? No. Patient information: n/a. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30mins or more? No. Was product tested prior to use? Yes. UDI number: n/a. Additional information received on 07 feb 2017. What is the product ID for the handle that was used? Unknown a) if the customer cannot report the product ID, was it a legacy universal (such as 030403, 030449, egiaunivxl), was it an egia ultra (such as egiaushort, egiaustnd, egiauxl), was it an idrive (idrvultra1, idrvultra2), or signia (sigphandle)? Egiaustnd b) what is the lot number of the handle? Unknown c) what is the UDI number of the handle? Unknown d) can you confirm if the handle will be returned for evaluation? No e) was the handle reprocessed or re-sterilized prior to use? No. The handle was single use. Was any reinforcement material used in conjunction with the stapling device? No a) if yes, what was the brand of the reinforcement material used? B) what was the item code and lot / serial number of the reinforcement material? Was the knife able to advance? No a) was any of the tissue cut? No. Were any staples able to be deployed into the tissue? No. Was there any issues with staple formation? No. Was the device able to be fired the full length of the reload? No. Can you confirm if both the reload and the handle will be returned for evaluation? The reload will be returned. Were the devices reprocessed or re-sterilized prior to use? No. The device was single use.